Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with cephalothin (dose, route, frequency, and duration not reported) and fortaz (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient did not improve despite a negative culture and the antibiotics were switched to vancomycin (dose, route, frequency, and duration not reported) and meropenem (dose, route, frequency, and duration not reported) for peritonitis. Eight days after the event onset, the patient's tenckhoff catheter was removed. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). It was reported that after removal of the catheter, the patient presented slight improvement; however, the patient again had abdominal pain and fever. On an unreported date, the patient started new treatment with vancomycin (dose, route, frequency, and duration not reported) and fortaz (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient started new antibiotic treatment with amikacin (dose, route, frequency, and duration not reported) and clarithromycin (dose, route, frequency, and duration not reported) for peritonitis. Twenty four days after the event onset, the patient was deemed recovered from peritonitis event and discharged from the hospital that same day. No additional information is available.